Manufacturer narrative:
Findings: unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Pump received with cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot (p).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 502 mg/dl. The customer was treated for high blood glucose with injections. The customer was advised the 2 high blood glucose rule. The customer did not troubleshoot for high blood glucose and it coming down with injections. The customer reported via phone call indicating that the insulin pump had battery cap issue. Customer's blood glucose at time of incident was 507 mg/dl. The customer stated that were not able to remove the battery cap on their pump. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised to monitor pump closely if they continue to use it and it needs to be replaced.